Manufacturer narrative:
(B)(6). Device evaluation: results - a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while obtaining blood from a high risk patient, the needle of the suspect device snapped off in the patient's arm and the clinician sustained a needle stick injury. The clinician followed the facility's protocol and immediately squeezed her finger and ran it under cold water. Occupational health was contacted and the clinician went to the hospital for post exposure lab work. She will have additional follow up lab work at 3 and 6 months post exposure.